Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error(b30). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to a component failure. Additionally, the probable cause of the scope communication error (b30) was identified as a faulty ultrasound plug (u-plug) unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope failed to connect with the console during set up. There were no reports of patient harm.